Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an unspecified fungal infection in the abdomen. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with fluconazole and caspofungin for the event (no further details). At the time of this report, the patient was recovered from the event. On an unreported date, dianeal therapy was discontinued during treatment. No additional information is available as the reporter declined to provide any further information.